Event description:
It was reported that stent damage occurred. A 24 x 3.50 promus premier¿ stent was selected for use to treat the lesion; however, when the physician tried to insert the stent, the physician noted that the stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end and proximal end of the crimped stent were damaged and lifted upwards from the stent profile. Stent struts at the mid-section were also damaged and lifted upwards from the stent profile. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.50 promus premier¿ stent was selected for use to treat the lesion; however, when the physician tried to insert the stent, the physician noted that the stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.